Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/reporter, the patient's daughter, contacted lifescan to report the one touch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient obtained the error message error 2 on the reported meter; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages her diabetes with oral medications, diet and exercise. One week afterwards, the patient experienced the symptoms of sweating, weakness and a cough. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.